Manufacturer narrative:
Only half of the lens and a small cut portion were returned in the lens case. Viscoelastic was observed dried on the lens portions. The lens was swabbed with klrp to evaluate for damage. The optic portions have been cut into pieces. These portions were scratched and had chipped areas with material removed. This damage may have been interpreted as the report complaint. It cannot be determine any of this damage was present before the lens removal. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported "crystals on the lens" could not be determined. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that during intraocular lens implant procedure, debris on lens was observed. Additional information was requested and received stating there were crystals on the optic, so the lens was explanted during the initial procedure and implanted with new lens. There was no patient harm.